Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were unresponsive after exposure to water. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped to the waist or in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump was returned with visible moisture in the display lens. The pump does not power on. Visual inspection reveals that the keypad is fully intact. Testing could not be adequately completed due to inability to power on the pump. Leak testing revealed a case seal leak, and a small crack near the display lens was observed. The pump cover was removed, and there was internal moisture observed. The keypad cover was removed and there was no evidence of keypad contamination or misaligned button contacts.